Event description:
It was reported that the cardiac monitor caused pain to the patient. The monitor was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and no anomalies were found.